Event description:
The customer reported low sample delivered at position #5 while pipetting an hcv plate. No alarm was generated by summit sample handler. Tip at position 5 is not being picked up properly. A field service engineer was dispatched and was able to duplicate the event. Replaced defective plunger clamp in position 5. No death or serious injury was associated clamp in position 5. No death or serious injury was associated with this event.